Event description:
It was reported that, adverse local tissue reaction resulting in revision surgery.

Manufacturer narrative:
An eval of the device cannot be performed as the device kept by the hospital and was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as mr# 9616680-2012-00726.